Manufacturer narrative:
Arjo became aware of the citadel plus bed frame malfunction. One of the side rail panels was twisted and partially detached from the side rail mechanism. There was no allegation that any patient was involved when the malfunction occurred. No injury was reported. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail mechanical damage might be related to an excessive force applied to the side rail. This is in line with side rail condition, the side rail was mechanically damaged, (the screws holding the panel were ripped off). According to citadel plus instruction for use (831.374) the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was partially detached. No patient was involved when the malfunction was detected. The complaint was assessed as reportable due to the side rail panel partiall detachment. No injury was claimed.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. One of the side rail panels was twisted and partially detached from the side rail mechanism. There was no allegation that any patient was involved when the malfunction occurred. No injury was reported.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.